Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient was experiencing pain at the back close to the midline incision. Symptoms were pulling and pain radiating from the site. It was noted that one of the leads had several contacts that were not functioning. The patient will undergo a lead revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm.

Event description:
A report was received that the patient was experiencing pain at the back close to the midline incision. Symptoms were pulling and pain radiating from the site. It was noted that one of the leads had several contacts that were not functioning. The patient will undergo a lead revision procedure.